Event description:
As stated by the customer (B)(6) 2010: "a child was being taken out of the pool. The chair was attached to the wheeled chassis. At that point the chair & child fell from the chassis. The child was taken to hospital for observation." (B)(4).

Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment (B)(4) on behalf of our sales and distribution company in the (B)(4), arjo inc, (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.